Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance from tandem technical support with turning the carbohydrate feature on the pump to "on". Reportedly, the customer was manually programming the amount of insulin needed for a bolus request, and was under calculating the amount of insulin needed to cover for the carbohydrates consumed. The customer experienced an elevated blood glucose (bg) level ranging in the high 200-300's (mg/dl), which was addressed with a correction bolus. Tandem technical support assisted the customer with verifying the setting had been changed successfully.